Event description:
While removing a bact/alert sn plastic culture bottle from the bact/alert instrument, the cap of the bottle came off. Contents of the bottle spilled onto the incubator and the technician. No injury or adverse impact from this event was reported.

Manufacturer narrative:
An investigation of this incident has been initiated. Customer threw away bottle and no pictures are available. If additional info becomes available, this report will be updated.